Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie did not receive one (1) tsvtwb10, (imp,tsv,4.7,10,mtx,mg) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1248191. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported 1248191for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : implant¿ the customer did submit image for the reported event however image is just a crown/screw in the patients mouth (implant implanted; not visible). Based on the investigation and risk management file review, the most likely root cause determined from the investigation were material selection of implant inadequate (unable to withstand occlusal forces or long term loading), clinician selects implant that is unable to resist long-term occlusal loading, missing or confusing instructions for use. Therefore, based on the available information, a device malfunction could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D4: additional device information unknown / not provided. E1: email address unknown / not provided. G4: premarket identification k101880. H4: device manufacturer date unknown / not provided.

Event description:
The doctor reported that the dental implant located in position number 17 failed since it fractured by the neck. The doctor reported pain, inflammation and abscess. New implant was placed according to per.